Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that the iol was noted to be tearing during iol implantation; however, the surgeon proceeded with implantation and the lens got stuck and could not be fully injected into the eye. The tip of the nozzle was cut; the wound was extended and the lens was explanted and exchanged. Surgery is reported to have been prolonged by approximately 20 minutes. The additional information received identifies that prior to the leading haptic coming out of the injector, the surgeon experienced resistance but continued with the injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection of the lens at the point resistance was felt and when the lens became stuck is a deviation from the IFU and is the likely causative factor for the lens being delivered in a damaged condition. Our review of production records for the rayone emv rao200e batch: 114255080 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch: 114255080.

Event description:
On 16th april 2025, rayner received notification from a healthcare facility in (B)(6) of an event that occurred during use of a rayone emv rao200e. The event description provided states that the iol was noted to be tearing during iol implantation; however, the surgeon proceeded with implantation and the lens got stuck and could not be fully injected into the eye. The tip of the nozzle was cut; the wound was extended and the lens was explanted and exchanged.